Manufacturer narrative:
Date of event: (B)(6) 2016. Patient determined to be an animal

Event description:
The customer, a veterinary clinic reported that the unit was providing therapy and went to vent inop. Patient was being manually resuscitated. The customer reported that the unit was not reading the entitled co2 properly and the unit was not ventilating the patient. The customer reported that there was no harm to the patient or user.